Manufacturer narrative:
The device was returned to resmed. Visual inspection of the device revealed signs of improper maintenance and storage based on evidence of insect infestation. The device was returned to the customer unrepaired as it was beyond repair. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not to power on and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.